Manufacturer narrative:
(B)(4). Date sent to the FDA; 2/1/2021. A manufacturing record evaluation was performed for the finished device lot number pj2194, and no non-conformances related to the reported complaint condition were identified. H6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: seventy-one unopened samples of product code vcp359, lot # pj2194 were received for evaluation. During the visual inspection of unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cesarean section surgery on (B)(6) 2020 and the suture was used. During surgery, the suture broke when sewing. A like device was used to complete the surgery. There is no report on patient's injury. There were no adverse patient consequences reported.